Event description:
It was reported the endoscope reprocessor sat unused for over 14 days without the facility preparing the unit for long-term storage and an error message was displayed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) visited the site to evaluate the device and the customer allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the reprocessor not being properly stored when unused was not following the instructions for use. The event can be detected/prevented by following the instructions for use which states: 7.16 preparing the reprocessor for long-term storage 7.18 care and maintenance after long-term storage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.